Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported that the patient's ipg was no longer able to communicate with the patient programmer after having surgery. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Follow-up revealed the patient's ipg has been deemed inoperable. Surgical intervention remains pending.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow up information indicated the patient had surgery to replace the ipg due to being inoperable following an unrelated surgery. Reportedly the patient's therapy was restored post-op and the patient has good coverage.